Event description:
The consumer stated her tampon broke in half upon removal of the tampon and the upper portion of the tampon remained inside her. She removed the remaining portion of the tampon herself, but was concerned some of the tampon still remained. On (B)(6) 2012, she visited her gynecologist to confirm no tampon pieces remained.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.